Manufacturer narrative:
There were multiple 510k numbers reported to be involved. The information is as follows: g.4. PMA / 510(k)#: k230855. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported prior to using bd vacutainer® sst¿, the rubber stopper of one (1) tube was damaged and missing chunks of rubber. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The following fields have been updated with additional information: d10. Device available for eval- yes. D10. Returned to manufacturer on: 28-feb-2025. H3. Device eval by manufacturer- yes. Investigation summary - bd received one (1) sample and one 1) photo for investigation. The returned sample underwent a visual inspection for stopper defects, the sample failed the inspection. The customer photo showed sufficient evidence of improper assembly. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: improper assembly. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported prior to using bd vacutainer® sst¿, the rubber stopper of one (1) tube was damaged and missing chunks of rubber. No adverse impact was reported regarding the patient or user.